Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation it was noted that the device was unable to interrogate. The device went into backup mode for a brief period and there was no communication. Two separate programmers were used. All attempts to establish the communication through engineering test page were unsuccessful. The device was explanted and replaced on (B)(6) 2017. The patient was stable post procedure.

Manufacturer narrative:
Field event of backup vvi (bvvi) was reported. Battery depletion was premature which was confirmed by longevity calculations. The device was tested on the bench and the cause of the bvvi was noted to be premature depletion due to battery anomaly.